Event description:
It was reported to philips that when the customer was use pacing, the device was not delivered pace pulse. Device was in clinical use but no reported adverse event. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that a pace pulse was not delivered. There was no patient harm. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The patient event file was provided and reviewed by the clinician. During demand mode pacing, the user selects the desired pacer rate and the pacer output. Depending on the patient¿s condition, differing levels of output may be required to achieve cardiac capture (see below). In the reported case, the user began pacing with a pacer output level of 30 ma, gradually increasing output settings up to 80 ma, when cardiac capture was achieved. The ability to select various levels of pacer output is designed to deliver the lowest output level necessary to maintain capture, for patient comfort. The device functioned as designed for safety and intended use. Based on the results of the analysis, the product was confirmed to be operating per specifications. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
This report is based on information provided by philips field sales personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that a pace pulse was not delivered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field sales personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that a pace pulse was not delivered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: sad is updated from 17sep2024 into 01/08/2024.